Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed I the dialysate. The machine alarmed. Estimated blood loss was 250 ml. Patient had no adverse effects an no medical intervention was required. The patient completed treatment. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.